Manufacturer narrative:
(B)(4).

Event description:
Procedure type: robotic sigmoid resection. According to the reporter: the surgeon reported the eea fired fine, and then the rnfa (registered nurse first assistant) who fired it could not get the device out of the rectum. The rnfa said he felt the click when the anvil tilted, however when pulling it out of the rectum, it damaged the staple line and surgeon had to go back in with robot to hand sew the anastomosis. The rnfa stated there were complete donuts. The surgical time was delayed by more than 30 minutes due to the product problem. To correct this condition the surgeon had to re-dock the robot and hand-sew the anastomosis, and the patient required a diverting ileostomy. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. No device fragment fell into the patient. No buttress material was used.

Manufacturer narrative:
(B)(4).